Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. According to the report in addition, the other devices involved in the event noted to be either storz rigid or flexible ureteroscope. No further information provided regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , "was advised by dr that laser caught on fire where the fiber connect to laser. Fiber caught on fire. 200um fiber used. Laser still being used". There was no patient impact reported. No harm was reported. No patient harm, no user injury reported . This event is related to report with patient identifier (B)(6) ( laser fiber tfl-fbx200s lot no. Unknown).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. It is possible user mishandling could have caused to the phenomenon. The event can be detected/prevented by following the following warning in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction" olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was dusting of stone in ureter or kidney. It was a therapeutic procedure.